Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle broke off while trying to fill the cartridge. The following information was provided by the initial reporter: "customer reports needle bent and broke while he was trying to fill cartridge. Customer replaced needle and successfully filled cartridge."